Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, inaccurate fill estimates after filling a cartridge with insulin. Reportedly, the cartridge was filled with over 300 units of insulin. There was no impact to the customer's blood glucose level. Tandem technical support was unable to troubleshoot as the event had occurred in the past. Tandem technical support educated the customer on pump labeling instructions and informed the customer that overfilling the cartridge can cause fill estimate issues. The customer understood.